Manufacturer narrative:
Follow-up # 1: date of submission: 11/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture visible through the display lens. Unrelated to the initial complaint, the display screen was dim and discolored and the battery compartment was cracked. A leak test was performed and failed due to a battery compartment crack and due to a crack in the pump case between the display lens and the pump seal. The pump was opened and there was moisture observed throughout the pump casing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.